Manufacturer narrative:
(B)(4). The reported tracheostomy tube was not returned for evaluation. However, the customer sent three pictures, from which it was observed that of devices corresponded to a different part number (m5sct), instead of the reported 7sct. According to the customer, the description of the unit matched to a m7sct, which has a modified obturator with sleeves for shorter special ordered cannula. Complaint history from january 2012 to april 2016 was reviewed, and the event was considered rare and isolated. There are no similar complaints, a preventive action, the work instruction (B)(4) was updated on (B)(4) to clarify about the sleeve cannula size that should be used and reinforce the sleeve size importance. Currently, the guidelines and manufacturing controls are acceptable, and were found to be effective to detect the reported failure mode.

Manufacturer narrative:
(B)(4). The lot / serial number was not provided by the customer. The date of manufacture for this product is unknown. Additional information has been requested.

Event description:
It was reported that a patient with a tracheostomy tube experienced an increased heart rate and a drop in oxygen level, two weeks after placement of the tube. The patient's mother called technical support and was instructed to replace the tracheostomy tube. When the tube was replaced the patient's mother inspected the tube and found a piece of foreign material inside the tracheostomy. The patient was later evaluated by a respiratory therapist and found to be stable and no further treatment was necessary.